Manufacturer narrative:
(B)(4). The lot was manufactured from may 22, 2014 to may 27, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor¿s fill port was broken. This occurred while a nurse was filling the device with an unspecified drug. There was no patient involvement. No additional information is available.